Manufacturer narrative:
The reported event was muscle stimulation. As received, a complete lead was returned in one piece with helix partially extended and clogged with blood/tissue for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2025-27582. It was reported that the patient's both right ventricular (rv) leads exhibited pocket stimulation. The physician explanted and replaced both rv leads to resolve the issue. The patient was in stable condition.